Event description:
It was reported (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the tim20 instrument did not work correctly. The clips did not close and fell out of the instrument. Another instrument was used to complete the case. There was no consequence to the pt.